Event description:
Info rec'd indicated the device reached endo of life after four yrs implant duration. The device functioned correctly except during five occasions when it switched off spontaneously. The pt was able to restart the device with the pt programmer. The device was replaced due to end of battery lifetime. The pt's current status is good.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. As a result of an internal audit, this report is being sent.